Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred in which the drawer would not open. The user attempted to clear the error; however, following this action, all cubies were reported as failed and not detected on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a drawer failure had occurred. A field service engineer identified that drawer 4 in the main unit had all cubies not detected on the bus. Upon checking the back of the drawer, it was observed that all board lights were off, although the pyxibus connection was secure. The boards were replaced, and it was also noted that the latch inspection magnet was missing and was replaced. The drawer was assigned successfully upon reboot, and the customer was able to access medications in the drawer. The system functioned as intended after the field service engineer repaired the device.